Event description:
Hill-rom received a report form the account stating the bed exit would not alarm at the bed. The bed was located in the ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested checking the scale board. It is unknown if the facility performed any other preventative maintenance on their bed. The account replaced the scale board to resolve the issue. Based on this information, no further action is required.